Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the course of the surgery, there were two pins and two screws implanted into the patient. Passing the 2.5 mm drill, it broke and fell into the patient's body. This complaint involves one device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: our investigations have shown that the returned drill bit the tip is indeed broken off. Unfortunately we are not able to determine the exact cause which has led to this breakage. It is likely that possibly too much mechanical force finally lead to the breakage. No product fault could be detected. The examination of the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The device history record review revealed that the measurable dimensions of the returned drill bit were found to be in compliance with the technical drawings and ao/asif specifications. The values were in compliance with the ao/asif specification and with the international standards. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.